Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that the insulin pump was under delivering. The customer blood glucose level was 13 mmol/l at the time of incident and the current blood glucose level was 13.5mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the auto mode feature was active. The customer alleges that the insulin pump was under delivering because high blood glucose. The device will not be returned for analysis.